Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to capture the leaflet and inability to grasp the leaflets appear to be related to patient morphology/pathology. The subsequent difficulty removing the clip (clip caught on anatomy) was due to the grasping issue. The reported clip jumping was due to troubleshooting maneuvers as it was further reported that attempts to free the entanglement with more aggressive posterior guide torque resulted in the clip to jump and free the clip. The reported tissue injury appears to be due to multiple grasping attempts in conjunction with clip being caught on chord. The worsening mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3 functional mitral regurgitation (mr), thin valve pathology, and poor tissue quality for a mitraclip procedure. The xt mitraclip was positioned in the left atrium, then advanced across the mitral valve, and opened just below the leaflets. A grasp was attempted and the clip appeared to be stuck to an anterior chordae. Troubleshooting was performed to free the clip, such as; applying posterior guide torque, advancing slightly ventricular, cycling grippers, and slight clip rotation, however was unsuccessful. The posterior clip arm also now appeared to be stuck on chordae. Attempts to undo the most recent movements were unsuccessful to free the posterior arm. Per the physician, the safest course of action was to attempt a grasp of the leaflets while being stuck on chordae. Several grasps appeared to have leaflets in the clip with grippers down, but upon closing the clip the anterior leaflet would slip out. Attempts to free the entanglement with more aggressive posterior guide torque resulted in the clip to jump and free the clip. The clip was able to invert and retract to the left atrium. Upon evaluating the mitral valve it appeared a chordae was torn and a flail was created on the anterior leaflet. Mr was worsened at grade 4. The clip was repositioned in left atrium and it was decided to attempt another grasp at a target slightly lateral to the initial attempt. The clip was advanced across the valve and a grasp attempted. It appeared that both leaflets were on the clip arms at the apex of the clip, grippers were dropped and the clip closed to 60 degrees. As the clip was fully closed, the anterior leaflet pulled out of the clip. Another grasp attempt was made, with exactly the same result. It was decided to abandon this case and removed the clip. The clip was successfully removed. The clip performed properly throughout the case. The implant team felt that the patient had poor tissue quality causing the leaflets to be difficult to grasp. The patient remained hospitalized while slowly improving. No additional information was provided.